Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the loading unit had a full complement of staples. The lock ring was observed to be broken. Testing of the loading unit could not be performed due to the noted damages. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged loading unit lock ring may occur due improper orientation of the lock ring or over flexure of the loading unit while attached to the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, on stomach resection, there was a problem loading the device, the black plastic tip where it attaches to the handle shaft broke off and the stapler was not able to fire. They used another reload to complete the case. There was no patient injury.